Event description:
It was reported by the affiliate that the (1) ax55g was used during a low anterior bowel resection procedure. It was reported that the staples did not fire properly. There were staples at the end of the distal end of the staple line, but not at the end of the proximal end. The surgeon noticed it immediately and oversewed the staple line with the prolene sutures. The procedure was extended by 15 minutes. An ancillary device that was used during the procedure was a cdh 29.